Event description:
The customer indicated a pt rec'd a burn to the right lower lip during a tonsilectomy procedure. Treatment included ointment, but plastic surgery will not be necessary. The suction coagulator in use appears to have a burned area on the tube insulation where the energy escaped.